Event description:
It was reported that during the implant during the implant procedure, the nurse technician interrogated the device and charged the capacitors. The company representative arrived at the end of the procedure while the patient was in post-operative room. Upon interrogation of the device, the representative noticed a grey longevity bar status versus green bar on the device. The device was charged to 35j prior to implant by a nurse. The patient was seen back post implant follow up and the device showed green longevity bar. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).